Event description:
The reporter indicated that the device is at end of service. The rep was notified and no further info was obtained. The reporter also stated that the pt complained of pain in the pacer pocket area and in left arm during physical therapy sessions. The pain was not present during testing of the pacer.